Event description:
It was reported that during chronic sinusitis surgery, the blade became stuck and stopped rotating. The appearance intact, no breakage. There was no patient impact.

Manufacturer narrative:
H3: product analysis found that, the device, tyvek envelope, two clamps, and one clip were returned in a plastic sleeve (non-original packaging). Upon inspection, traces of contamination were observed at the proximal end of the inner assembly. It was also observed that the shaft area between the inner and outer hubs was bent. The inner assembly rotated by hand with binding. The device was loaded into a handpiece and set to oscillating mode at 7,500 rpm. During oscillation, excessive wobbling was observed. The inner assembly was then removed from the outer assembly, revealing a bent area and striations on the shaft near the distal end of the inner hub. Functional testing failed due to the defective condition of the device upon return and the inability of the device to rotate properly. The complaint was confirmed, due to an out of specification condition. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.